Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose level ranged from 400-499 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.